Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the ventilator at the manufacturer's service center, an intermittent issue with the device's keypad was observed. The device's system board was replaced to address the issue.